Manufacturer narrative:
Information unknown/ not provided, per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Implant date: unknown/ not provided. Explant date: unknown/ not provided. Initial reporter first name: unknown/ not provided. Telephone number: (B)(6). The intraocular lens (iol) has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Despite several attempts to obtain the missing information, no further information was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Customer correspondence was received indicating that there was a haptic defect. Despite several follow ups, no further information was provided.

Manufacturer narrative:
Corrected information: section b3 - date of event: date unknown/ not provided, however the date of 9th march 2022 was provided on the fax, but it could not be confirmed as the event date. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.